Event description:
A high blood glucose event was reported by the customer. The highest level recorded was 729 mg/dl. There was no third-party assistance needed, and the customer addressed the issue with a correction injection. Control iq feature was active during the event, which was not frequent or recurring. Technical support advised consulting a healthcare professional for further evaluation, and the customer agreed to this suggestion.